Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can the surgeon confirm that the foreign body is not the reason for the re-operation? Yes. What was the specific reason for the re-operation? There was a bleeding on the staple line, identified after the surgery was performed. Was the patient on preoperative anticoagulant therapy? I do not have that information, but once I meet the surgeon I will be asking to him in order to let you know what he tells me. Does the surgeon routinely wait 15 seconds prior to firing? Yes, he routinely waits 15 seconds prior to firing and some other seconds after firing. Does the surgeon pulse fire or use one continuous firing stroke? Continuous firing, he pulls the trigger until the blade reaches the end. He lets the blade go backwards and wait few seconds before he opens the endocutter. Were there any difficulties noted with psee60a to include staple formation during initial procedure? No. Were there any hemostasis issues noted during initial procedure? If so, how was it addressed? There was few bleeding, but routinely this surgeon uses some lt300 to halt that bleeding. How was the bleeding addressed in second procedure? During the post-operative the surgeon make some tests and identify there was a bleeding. What is the current patient status? The patient is good and at home.

Event description:
Event: after a laparoscopic gastric sleeve, where a basx trocar was used and the trocar reducer was inside the patient. This was discovered during a re-operation of patient due to staple line bleeding.